Event description:
It was reported that the patient presented for routine in clinic follow up. Upon interrogation it was determined the pulse generator exhibited battery longevity overestimation. The longevity was recalculated, and no further intervention was reported. There were no patient consequences.